Event description:
It was reported that the system monitor was not downloading data. The vad coordinator thought the data card input might have had damaged pins.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of damaged pins in the system monitor was able to be confirmed. The system monitor (serial number: (B)(4) was returned for analysis and functionally tested. The system monitor was connected to a mock loop and data was attempted to be extracted from the system monitor and was unsuccessful. The damaged pin prevented the data to be downloaded. The printed circuit board (pcb) was replaced and the issue was resolved. The system monitor was functionally tested and passed following the repair. No further testing was performed. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system monitor (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2017. Heartmate power module instructions for use (IFU) (rev. C) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU (rev. G) section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. This section also informs how to properly insert the data card to the cf slot on the system monitor and how to access and download the controller log files appropriately. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.